Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated electrical test fails # 53 and had a green screen. It is unknown under which circumstances this event occurred. No patient involvement. No adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) went to the site to evaluate the iabp and replaced shuttle transducer as required due to intermittent shuttle drive calibration issues. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Full name of the event site is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated electrical test fails # 53 and had a green screen. It is unknown under which circumstances this event occurred. No patient involvement. No adverse event reported.